Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-26. H6: investigation summary 6 samples were returned by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The maxzero was then connected to a 10 ml bd syringe filled with blue dye water and the set was attempted to be flushed. The set was successfully flushed. The customer complaint that the maxzero is resulting in piv occlusions could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported bd maxzero needleless connector had occlusion issues. The following information was provided by the initial reporter: "max zero resulting in piv occlusion concerns on pivs".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd maxzero needleless connector had occlusion issues. The following information was provided by the initial reporter: "max zero resulting in piv occlusion concerns on pivs."